Event description:
It was reported that the vibrant soundbridge was not functioning anymore. There is no further info available currently. The pt was reimplanted on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.